Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have charring and/or localized melting on the outer surface of both bipolar yaw pulleys at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that the customer experienced an unknown issue with the fenestrated bipolar forceps instrument. There was no report of patient involvement.